Event description:
The issue reported involved a cracked and shattered touchscreen on the customer's pump, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump under warranty. The customer was instructed to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Additionally, the customer was guided on how to put the pump into storage mode and instructed to return the faulty pump using a pre-paid label within ten days.